Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a cuff inflation/deflation issue, wherein the cuff was tested prior to use (inflating and detaching prior). It was reported that the ball was quickly discharged within few hours of use in the patient. There was no reported patient outcome in this event.

Manufacturer narrative:
Street1, MFR city, region, postal code. Evaluation summary: one sample of low pressure cuffed tracheostomy tube was received for evaluation. Along with the tube one size 8 inner cannula with integral 15mm twist lock connector (white) was received for evaluation. A visual inspection was conducted and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 15cc of air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated 24 hours. After this time no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.